Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question: the camera report appeared optimal. Batch 860 and 861 were run without error. Batch 860 reported the testing with sample ID: (B)(6) and donor ID: (B)(6) as incompatible with 1+ reactivity as expected. The well displayed slight red cell adherence. The control well reported 4+ reactivity and displayed strong red cell adherence also as expected. Batch 861 reported the testing with sample ID: (B)(6) and donor ID: (B)(6) as compatible. The test well reported a reaction strength of 3 and visually appeared negative. The control well reported 4+ reactivity and displayed strong red cell adherence as expected. The same reagent lots were used for testing both batches. Other donors samples tested at the same time with these batches reported out as expected. Based on the data provided, a reagent related problem did not appear likely as the testing reported out as expected during the initial run. A sample related problem appears likely. The customer was informed of the results but would like service come out.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactivity for a patient sample ((B)(6)) on a crossmatch assay on the galileo echo. The sample had a previous history of having an anti-c, anti-e and anti-jka. The donor is c=e=jka+. Initial testing reported the sample out as incompatible as expected with 1+ reactivity. However, repeat testing for this sample with the same donor reported out as compatible. No adverse event occurred as a result of the unexpected result.